Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensing without pacing inhibition. The patient's cardiac resynchronization therapy defibrillator (crt-d) remains in service with the new rv lead. No additional adverse patient effects were reported.